Manufacturer narrative:
As no product samples were provided for investigation the exact cause of the difficulties encountered cannot be determined. In addition, no lot number was reported so the device history record could not be reviewed. Under routine production a sampling of these units is tested for pouch integrity and the production run is not released until all aspects of product quality meet product specifications. It is vital to any investigation that the product sample be available for examination and testing in order to determine the root cause. Unfortunately, in this situation that is not the case. Plant personal will be informed of this incident for their awareness. We will continue to monitor for other similar complaints and utilize the information as part of continous improvement.

Event description:
When customer attempted to activate pack, the contents exploded out and patient required medical follow-up.